Manufacturer narrative:
Stryker was unable to determine a root cause for the reported issue of device not able to power on. The cause of the event codes was due to a faulty therapy pcba. Investigation found the q8 was shorted in the h-bridge circuit causing the device to log the event codes. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. Upon inspection stryker observed an event code was logged in the device's memory indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to verify the reported issue of device will not power on. Review of the software log confirmed the event code was logged in its memory indicating a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. Upon inspection stryker observed an event code was logged in the device's memory indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.